Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency department due to diaphoretic and tiredness. It was also reported the right ventricular (rv) lead was exhibited high thresholds and intermittent capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.